Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further specified. Two days after the event onset, the patient was hospitalized and was treated with vancomycin injection (1g, every 3rd day, discontinued) and amikacin injection (375mg per day, discontinued) for peritonitis. On an unknown date, the patient was discharged from being hospitalized. At the time of this report, the patient was recovered from the peritonitis event. On an unknown date, the patient's pd catheter was removed due to the peritonitis event and the patient was switched to hemodialysis twice a week. It was not reported if the patient was retrained on the proper aseptic technique. No additional information was available.